Manufacturer narrative:
Batch review performed on (B)(6) 2023. Lot 140021: 20 items manufactured and released on 14-mar-2014. Expiration date: 2019-01-31. No anomalies found related to the problem. To date, 13 items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 6 years and 5 months after the primary surgery, the patient came in reporting pain due to a loose stem and the cause is unknown. The surgeon revised the stem, head, and liner. The surgery was completed successfully.